Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 597 mg/dl on their blood glucose meter. The consumer administered 10 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring emergent food intake to raise her blood glucose level. The meter and test strips in question will be returned for eval.